Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer pocket 1.2 was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer pocket 1.2 was not open. A field service engineer found that the molding on the drawer front was binding and preventing the drawer from opening. The fse adjusted the drawer in the front corner, which allowed the mini drawer to work properly. The system functioned as intended after the field service engineer repaired the device.